Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and (B)(4) .

Manufacturer narrative:
Sex/gender: unknown, but there may have been both gender. (B)(4). Implant date: if implanted; give date: n/a (not applicable). The healon gv ovd is not an implantable device. Explant date: if explanted; give date: n/a (not applicable). The healon gv ovd is not an implantable device; therefore, not explanted. Device evaluation: since no sample was returned for investigation product evaluation is not performed and a product deficiency is not confirmed. The complaint issue reported was not verified. Manufacturing records review: manufacturing record review cannot be performed since the lot number is unknown. Historical data analysis: a search of complaints related to lot number cannot be performed since the lot number is unknown. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. A copy of the article is provided with this report. Arley jaramillo, md, julie foreman, md, and ramesh s. Ayyala, md, frcs, frcophth. J glaucoma; volume 23, number 6, august 2014, pp. 351-354. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: descemet membrane detachment after canaloplasty: incidence and management. The publication reports twelve eyes developed descemet membrane detachment (dmd). 7 out of the 12 associated to intra-corneal hemorrhage. Four out of 12 required secondary surgical intervention, 1 out of the 4 developed corneal decompensation despite the initial secondary surgical intervention and required corneal transplant. Per the author the dmd may be associated to an excessive injection of viscoelastic during the procedure. A copy of the article is provided with this report.